Event description:
Stapler endocutter would not fire when inside the patient. A new stapler had to be opened to complete the procedure. Failed product had patient contact but no patient harm. Manufacturer response for stapler endocutter ats45, (brand not provided) (per site reporter). Rep was notified and provided RMA. However, product is still waiting at our facility to be picked up.